Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets were too loose. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) samples were received for evaluation with a cap on the dark blue connector and the white twist clamp was in the closed position. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent (notch) and lead in were present on both twist clamps. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.